Manufacturer narrative:
This report is submitted september 12, 2017.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on november 25, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced no sound with device use, it was revealed the electrode array had migrated into the middle ear. The patient was scheduled for revision surgery, however, the surgeon found an infection pocket at the implant site and revision was postponed.